Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the events was not identified. However, it is likely that faulty printed circuit board caused noise on endoscope image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Inspection confirmed the image issue was caused by a faulty printed circuit board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The subject device was returned to an olympus service center with no alleged complaint. Upon testing the returned device, the unit failed inspection because of image noise, pixel glitch seamless vector. There was no patient involvement. This report is being submitted for the malfunctions found during evaluation (image issue).